Manufacturer narrative:
(B)(6). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device trigger / slider was blocked, jammed. The assignable root cause was determined to be due to improper handling. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the trigger / slider was blocked, jammed on the battery oscillator device. It was noted in the service order that "the trigger got stuck when fully pushed in." This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) (jan 21, 2015) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (jan 29, 2015) has been obtained and entered in this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Please note that the date entered in the previous medwatch report was inadvertently entered as jan 4, 2015. The correct date (jan 4, 2016) has been entered. If additional information should become available, a supplemental medwatch report will be submitted accordingly.